Event description:
Customer reported recently losing consciousness due to a low blood glucose level. Blood glucose level at the time of the event was 42 mg/dl. Customer reported treating with glucose tablets and juice. Blood glucose level at the time of the call was 175 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).